Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had difficulty connecting the locking titanium adapter to the minicap transfer set for use during dianeal therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). There was no allegation made against the titanium adapter and the device was still in use with no issues. Should additional relevant information become available, a supplemental report will be submitted.